Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt was resuscitated by a policeman and driven to hospital on (B)(6) 2012. The therapy delivered by the device (recorded episode (B)(6) 2012 - 11:06) was not considered as satisfactory, because of the delay to deliver the first atp and the first and only shock, which was not effective. According to the complainant, because too long delays to therapies and insufficient number of therapies, the pt had a neurologic deficit. It should be noted a report was already submitted for the subject device under 9610579-2010-00164 (oversensing).